Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, patients developed hemolysis even during short bypass using this system-1 roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. This center has seen a number of pts experience a higher than expected level of hemolysis. These pts were all associated with a single system-1 base, with this large roller pump and the base was used in one operating theater. The center claims that pts exposed to other perfusion system are not experiencing higher than expected hemolysis levels. According to the hospital, they are defining hemolysis as observance of free hemoglobin in the urine (red color of urine). In addition they have measured serum bilirubin levels and they have been as high as 5 mg/dl. Levels are expected to be less than 2 mg/dl. Hematuria (blood in the urine) is not frequently seen in cardiac surgery patients, but does occur occasionally and is a sign of red blood cell damage (hemolysis). Identify a single cause of hemolysis is very difficult as the blood is exposed to many devices, surfaces, and forces in the cpb circuit. Devices include cannulae, filters, pumps, oxygenators, reservoirs, suction catheters, etc. Surfaces include plastics, metals, and pvc tubing. Forces include positive and negative pressure, air - blood interfaces, and thermal changes. These all contribute to blood trauma and are additive. Hemolysis is more likely to occur in longer cpb procedures, higher levels of suction and the resultant air-blood interfaces, and in more complex surgeries. Due to all of these variables, it is difficult to point to one device as the primary cause of excessive blood trauma. According to the hospital, there was nothing unique about the types of procedures that this specific perfusion system and pumps were associated, different surgical teams used this system and the types of surgical procedures were similar to those exposed to their other two perfusion systems. The hospital followed their normal protocol for setting roller occlusion and this protocol closely matched the method prescribed in the blood for use (IFU) as they used a fluid drop method. As they observed more cases with signs of hemolysis (hematuria), they began to recheck the occlusion of the arterial roller pump after cpb. In spite of no change to occlusion indicator ring, when they re-checked the occlusion with the fluid drop method...the occlusion was tighter (less drop) than seen during set-up. This observation could be due to the change in tubing over time (warmer, warn-in elasticity, etc). Thus, a difference in fluid drop may not be related to roller position. The cases were all completed successfully, without delay and without associated blood loss. There was no harm observed or reported by the hospital. There was nothing changed out during the procedures, as the arterial pump was changed after the procedure (not during).

Manufacturer narrative:
This complaint is related to MDR#1828100-2014-01032 and 1828100-2014-01033. This system-1 has been used for 20 cpb cases, 14 of these cases has resulted in hemolysis observed in patients. This hospital has another system-1 and a 8000 perfusion systems and there has been no reported complaints. The customer is replacing the roller pump gut assembly.